Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2013, to treat an infection at the implant site. The device was explanted and the patient was reimplanted with a new device during the same surgery. Oral antibiotics were prescribed. The patient was also implanted in the contralateral ear.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).